Event description:
It was reported that after the inserter was broken away, it was then noticed that the implant was not in the bone. Suture limbs were cut and the implant and suture removed. Two more sutures were used to successfully secure the repair. No pt injuries or complications were reported as a result of this event. The surgery was extended approx 10-mins due to the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.